Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom and device allegation are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was crossed over. As a result, the cylinders were explanted and replaced. No additional information reported.